Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the display was blank then it had a strip down it then it did not turn on at all. The insulin pump was showing battery out limit alarmed after battery change and the customer was able to clear the alarm. The insulin pump had cracked on the battery compartment, on back and around to the middle of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads and cracked display window corners noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected off no power or blank display were noted. (B)(4).